Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were reported to the clinician, and corrected reports were issued. There was no allegation of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected trop I es patient results occurred while using the vitros eciq analyzer. An ocd field engineer found that repairs to the reagent metering subsystem was necessary to return the instrument to expected operation. System performance was verified by performing a precision test. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, an analyzer related event or pre-analytical sample processing cannot be ruled out as contributing factors.